Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had motor errors from the insulin pump during bolus delivery. There were no significant events or damages to the insulin pump before the motor error alarm. The customer's blood glucose value was over 300 mg/dl. It was advised that the customer discontinue use of the insulin pump and return it for replacement and analysis. No further information was provided.